Manufacturer narrative:
A philips distributor and service partner went onsite to evaluate the device in question. The service partner indicated during an evaluation of the system that the system has no sound can be outputted. The philips distributor and service partner replaced the system loudspeaker. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the system had a speaker error and no sound was coming from the device to the. It is unknown if the device was in use at the time of the event, and there was no adverse event reported.